Event description:
It was reported that on (B)(6) 2011, the patient underwent stenting in the mildly calcified target lesion in the predilated first obtuse marginal artery with one xience v stent. On (B)(6) 2011, the patient had a sudden death at home. There was no additional information provided regarding the circumstances of the patient's death.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of death, as listed in the xience v instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.